Event description:
--

Event description:
Boston scientific received information that this right ventricular lead was explanted due to a lead failure. Detailed information is not available at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the cause for the procedure was that threshold measurements had risen. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.